Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the capm was unable to be programmed off. The functionality to program the capm was unavailable. The device was explanted and replaced.